Event description:
A patient was presented to cardiology office for a routine pacemaker check. It was determined that the ventricular functioning vvi pacemaker was at 67 bpm, beats per minute. The underlying rhythm was a-fib by EKG. There was evidence of incomplete capture. The pacemaker generator battery was thought to be at the end of the battery life. Patient to or for a pacemaker replacement.